Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the insulin pump was showing a different amount of insulin than the remaining amount in the reservoir. Customer's parent also reported they received a power error alarm and was not able to clear it. Blood glucose level at the time of the incident was not provided. The product was not returned for analysis.